Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Major bleed/renal failure: gi bleed and renal failure reported on impella support. The cause of the injury was not determined due to insufficient clinical details. Access site adverse event/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that a patient implanted with an impella cp developed a hematoma and gastrointestinal bleed. The patient was transfused one unit of blood. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.